Manufacturer narrative:
Unit to be evaluated by independent service agent.

Event description:
Claim, "this happens with different crew members. On three occasions, the unit lowered spontaneously with a heavy patient on board. This occurs when unit is placed into load position and then the foot end lowers spontaneously. Crew members' hands are clear from the release handles."